Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/18/2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was determined defective u1 sensor on the airflow sensor pcba created the air flow accuracy test to fail.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the airflow accuracy test. There was no patient involvement.